Event description:
During a rotator cuff repair utilizing a truepass suture passer, self-capture, it was reported that the jaw snapped. There was a 10 minute procedural delay. No part of the device broke inside the patient. Due to the unavailability of a back up device, the case was converted to an open patient procedure and completed.

Manufacturer narrative:
Device evaluation: the returned device was evaluated for the reported complaint mode ¿broken tip.¿ there is damage to the proximal arm of the self-capture feature¿s torsion spring as well as damage to the trap door. The complaint was confirmed. The root cause has been determined to be a burr on the end of the proximal arm of the torsion spring. The damage to the trap door itself was most likely caused after the user attempted to re-insert the device into the cannula. Once the torsion spring was damaged the trapdoor no longer held flush to the jaw. (B)(4).